Event description:
The customer reported the device displayed ECG fault and (ECG) front end (fe) failure. There was no report of patient involvement or adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported the device displayed ECG fault and (ECG) front end (fe) failure. This error results in the termination of operation and the cycle power instruction. There was no report of patient involvement or adverse patient impact. The device was evaluated by the local philips representative. The symptom was verified. Multiple parts were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause since multiple parts were replaced.